Manufacturer narrative:
Unit passed displacement test, self test, off no power test and a restart error test. Unit alarmed during basic occlusion test due to loose /protruded drive support. Unable to perform occlusion test, prime test and excessive no delivery test due to alarm. Unable to confirm motor error alarm due to alarm. All operating currents are within specification. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked display window, cracked case, stained end cap sticker and broken belt clip slot on reservoir tube lip and battery tube side.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown at the time of incident. No further details given.